Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a lithotripsy for calculus, the subject device was used. In the procedure, the distal part of the device broke. The basket of the device was stuck inside the papilla with calculus in it. The user removed the basket and the calculus from the papilla by using a biopsy forceps and a balloon catheter. There was no patient injury reported. This is the report regarding the breakage of the distal part of the device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the basket wire might be broken. The instruction manual of the device has already warned as follows; this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use this instrument by considering that it may lead to damage of the instrument and that open surgery may have to take place.